Event description:
Philips received a complaint by the customer on the v60, indicating that the device is displaying error code 110b proximal pressure sensor auto zero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed diagnostic code 110b. The proximal pressure is not measured, and pressure-related alarms are compromised. The rse advised the customer to replace the proximal auto-zero solenoid (sol 3 and sol 4). The rse provided the biomed with the part for the solenoid.

Manufacturer narrative:
H10: the customer replaced solenoids 3 and 4 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.